Event description:
It was reported that stent damage occurred. A 32 x 4.00 promus premier¿ stent was selected for use and advanced to treat the lesion; however, the physician noted that the stent was lifted during advancing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged and stretched distally towards the distal markerband. This type of damage is consistent with the stent encountering resistance while advancing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 32 x 4.00 promus premier¿ stent was selected for use and advanced to treat the lesion; however, the physician noted that the stent was lifted during advancing. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.